Event description:
Allegedly, incorrect medial pivot insert was implanted. To date, revision surgery has not been scheduled.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. This report will be updated when the investigation is complete.